Event description:
Synovitis [synovitis]. Case description: case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk, with osteoarthritis (grade 4). (B)(4). On (B)(6) 2003, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) in left knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis in left knee. On an unspecified date, pt received treatment with betamethasone (1.3 cc). On (B)(6) 2003 (after 48 hrs later), synovitis recovered. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.